Event description:
It was reported that high capture thresholds and a decrease in pacing impedances were noted on this right ventricular (rv) lead one day after implant. A lead dislodgement was suspected. The rv lead was reported to have been difficult to position during the implant procedure, and the patient was pacing dependent. The phsycian elected to replace this right ventricular (rv) lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that high capture thresholds and a decrease in pacing impedances were noted on this right ventricular (rv) lead one day after implant. A lead dislodgement was suspected. The rv lead was reported to have been difficult to position during the implant procedure, and the patient was pacing dependent. The phsycian elected to replace this right ventricular (rv) lead. No additional adverse patient effects were reported.